Event description:
#Medwatcher #(B)(4). Severe constant pelvic pain, mainly on the left side. Heavy bleeding with blood clots during period, migraines before and during period, bloating, cramping, gastrointestinal problems, numbness in hands joint pain, back pain muscle spasms eye twitching, pain during intercourse. Frequent bladder and yeast infections. Never had one before essure... Severe fatigue, blurry vision, anxiety, hair loss, tooth decay, mood swings!